Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: overpressure and front panel led issues. The most probable cause for the circuit board finding is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue and for the software finding is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.mwr-(B)(4) submitted for adverse event which occurred on 4/19/2023.

Event description:
It was observed that during the device evaluation, the subject device exhibited overpressure and front panel led issues. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide an update regarding the field corrective action involved. Updated fields: h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.